Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 600mg/dl. The customer treated with a manual injection. Customer reported that the high blood glucose levels began when the infusion set got caught and customer was still attached and the customer smelled insulin.. Troubleshooting was performed. The product was not returned for analysis.